Manufacturer narrative:
The device evaluation is anticipated upon product returned from the customer.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a kink was found just below the trifurcation hub of the catheter. A large tear was found on the balloon. An attempts made to injected the water into the cardioplegia pressure lumen and root pressure lumen and found the water flowed through the lumen without any difficulty. A tear was observed in the balloon of the returned device. Since the tear or hole in the balloon was not observed during the preparation of the device, the tear in the balloon most likely occurred during the use of the balloon. It is unlikely that a manufacturing defect contributed to the tear in the balloon. The balloon is inflated during final inspection activities before it is packaged. Additionally there was no tear or rip in the balloon reported during preparation of the device. The root cause of the balloon rupture is indeterminable. No corrective actions are required at this time. Manufacturing records were reviewed and there were no nonconformances associated with this lot. The product labeling (IFU, shelf and shipping labels) was reviewed and found to be adequate. Trends will continue to be monitored through the edwards quality complaint system.

Event description:
It was reported by the sales rep that there was occlusion difficulty with the icf100 (intraclude aortic device). The "balloon pressure went to 0, heart started beating again, inserted new balloon." No stated patient injury. The device was placed under tee. The replacement icf100 was placed without issue. Unknown patient information or medical history. No problems noted at prep of the device.